Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have contributed to the reported event have been evaluated. As the reported event was determined to be an isolated incident, no previous investigations of similar complaints could have been reviewed. No specific device deficiency was reported in this case. The medical history of the patient (e.g. Other diseases) might contribute to the reported leg pain. On the basis of the limited information available, a definitive root cause for the reported event could not be determined. The IFU supplied with this device indicates that pain is a potential adverse event that may occur. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further details.

Event description:
It was reported that the patient experienced pain in the area of the implanted stent in the leg. The patient plans to follow-up with the physician. No information regarding the outcome of the visit was provided. There was no reported patient injury.